Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had 6 motor error alarms, 8 failed battery test alarms, battery out limit alarms and no delivery alarms. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery during bolus, then motor error and then failed battery test. He stated he tried several batteries but the alarms persisted. The alarm history showed multiple motor error alarms. It was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected failed battery or battery out limit. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.